Manufacturer narrative:
Product code (d2b): additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k)# (g4): additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator experienced hearing a "pop" sound while scrubbing the incision site and was evaluated in the clinic. The physician assessed the site and noted the device was visible at the incision site. The patient was scheduled for a device removal. Patient complications were noted as dehiscence. The patient reported to be doing well. The explant procedure was completed without any issues. Antibiotics were prescribed post-procedure, and a follow-up appointment was scheduled. The device was discarded by the facility, and no device issues were noted. There were no additional patient complications.

Event description:
It was reported that the patient with this neurostimulator experienced hearing a "pop" sound while scrubbing the incision site and was evaluated in the clinic. The physician assessed the site and noted the device was visible at the incision site. The patient was scheduled for a device removal. Patient complications were noted as dehiscence. The patient reported to be doing well. The explant procedure was completed without any issues. Antibiotics were prescribed post-procedure, and a follow-up appointment was scheduled. The device was discarded by the facility, and no device issues were noted. There were no additional patient complications.

Manufacturer narrative:
Concomitant product: model number: 1201. Serial number: (B)(6). Model description: tined lead. Unique identifier (UDI): (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was disposed by the explanting provider. It was confirmed this device met manufacturing speculation prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of dehiscence was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.